Event description:
The customer reported that the system had a loss of motorized movement. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The system was repaired during the service call. The system was found to be working as intended and put back into service.